Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will bott and charge. Performed receiver download and results show loss of connection on date of issue. The receiver passed all relevant testing. The receiver failed a pairing test with a known good transmitter,never making a connection.opened receiver,passed internal visual inspection. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.